Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call a high and low blood glucose events. Customer¿s blood glucose was unknown at the time of incident. Customer reported that her blood glucose readings was between 36 mg/dl to 376 mg/dl and no form of treatment was reported. Customer also mentioned issue with the insulin pump reservoir cap. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.